Event description:
Patient was diagnosed with breast cancer 4 years ago, underwent bilateral mastectomies and had immediate reconstruction with bilateral submuscular tissue expanders and alloderm grafts. In summer 2014, she underwent exchange of the left breast tissue expander. She then went on to complete her serial expansions and on 3 months later, they underwent exchange of bilateral breast tissue expanders for gel implants. Earlier this year, with the hysterectomy a small area of vaginal carcinoma was identified and doctor did a CT scan for metastatic workup. The results of that showed a rupture of her right breast implant. Procedure: exchange of right breast gel implant. Procedural note: .... Tissues were divided with electrocautery down to the capsule. This was opened and immediately the free silicone gel was encountered. The ruptured implant was removed and the capsule was carefully cleansed with lap pads... Inspection inside showed no abnormalities to the capsule.